Event description:
Complainant alleged that during biomed testing the device's pacer output was not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.